Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d9 device returned to manufacturer. Investigation: upon visual inspection of the equipment, natural signs of use were observed. Upon analyzing the equipment's usage history, on april 10, 2024, the user performed the following programming actions: at 13:41:41, a flow rate of 1050 ml/h; at 13:41:58, a flow rate of 20.29 ml/h; and at 13:54:32, another 1050 ml/h, starting the infusion at 14:01:42. However, the user did not program the desired volume, resulting in multiple stops and starts of the infusion. At 14:49:43, the user programmed the equipment with the desired volume of 1050 ml, but the total infused volume was already 720.36 ml due to user actions, and no infusion errors were detected. The equipment underwent functional performance testing, using an infusion program of 100 ml at a flow rate of 100 ml/h to be infused within 1 hour. The equipment operated correctly without any infusion errors, thus not confirming the complaint.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer after the serum preparation and installation, it was supposed to run in 24 hours. Reportedly almost after 1 hour of infusion the bag emptied very quickly. I had already infused 670 milliliters (ml). They paused the pump and signaled the doctor simultaneously.